Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was selected. During preparation, it was noted that the balloon catheter was fractured. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.